Manufacturer narrative:
Upon further investigation, the issue was discovered during implementation of nav-ring field change order. The unit was not on a patient. Therefore, this complaint no longer meets reportability requirements.

Event description:
The authorized service personnel (asp) reported 24v failure. The customer reported that the unit was not in use on patient at the time of the event. The customer contacted product support and requested for service repair. Further information is pending.